Event description:
Per the audiologist, the patient has not used her device " for a very long time" (date not reported). The patient has requested the device be removed , she "just wants the thing out". There was no integrity test performed by cochlear staff or any device problems reported previously. Explant surgery is planned in early 2009 (date not reported). The patient does not plan to be reimplanted.

Manufacturer narrative:
This type is addressed in the device labeling.

Manufacturer narrative:
Per the clinic, the device was explanted in (B)(6) of 2009.(B)(4). Device not available for evaluation.